Event description:
I am a woman who had an essure device implanted and have suffered serious side effects since, including pain, weight gain, swelling, feeling of soreness, unusually heavy bleeding during menstruation accompanied with quarter-size blood clots.